Manufacturer narrative:
No product was returned for inspection, therefore the overall condition of this product is unknown. The device history records for the tibial plate were reviewed with no deviations/ anomalies identified. This device is used for treatment. The patient's implants were all found to be compatible with each other per the nexgen product profiler. It is unknown why the patient experienced the bone fracture that induced the loosening of the tibial plate. Per the device's packaging insert loosening and bone fracture are both adverse events associated with this product. Based upon the available information, a root cause cannot be determined at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products ¿ nexgen femoral component, catalog 00576401651, lot 60985951; nexgen articular surface, catalog 00596403210, lot 61302346.

Event description:
Patient underwent a left knee revision approximately seven years post implantation due to tibia bone fracture which led to loosening of the tibial component. All components were removed and replaced.